Event description:
Patient reported right side "rupture" and exchange due to concern with textured product. Device remains implanted.

Event description:
Patient reported right side "rupture" and exchange due to concern with textured product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with textured product. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture" and exchange due to concern with textured product. Device remains implanted.